Event description:
Us complainant reported the patient was on impella 5.5 support and the pump twisted into the mitral valve, causing some premature ventricular contractions. Staff attempted to reposition away from the mitral, but it was still going toward the mitral valve. The doctor decided to leave the position as is and monitor. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B1 should have been both adverse event and product problem on manufacturer device report 1220648-2024-18914.